Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 61-year-old female undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The aic displayed an impella in aorta alarm coinciding with a flat motor current during patient support. Multiple attempts were made unsuccessfully to reposition the pump and the device ended up in the descending aorta. As the patient was reliant on impella support, emergent venoarterial extracorporeal membrane oxygenation (va ECMO) was initiated and the patient was intubated. The pump was removed and a new impella 5.5 pump was placed for support. There was no patient harm.

Manufacturer narrative:
The investigation into the positioning issues has been completed. The product was not returned. Per the clinical information provided, the root cause of the positioning issue was most likely use related, as there was limited information provided in the clinic description.